Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a pre-test step failed. The device's detachable battery cable was replaced to address the issue.